Manufacturer narrative:
Occlusion alarm- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. In addition, it was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. Reportedly, the customer believes the past occlusions were caused by her tubing getting snagged on objects. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions. The customer's blood glucose (bg) level was approximately 300 mg/dl. The customer was able to load a new cartridge successfully and administer a correction bolus to address bg levels.